Manufacturer narrative:
Exact date unknown, event occurred approximately five years ago. Implant date: 2016.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.